Event description:
Spacelabs healthcare was notified that several beds connected to the xhibit telemetry receiver (xtr) dropped offline unexpectedly. There is no patient or user harm reported with this event.

Manufacturer narrative:
A spacelabs product support specialist (pss) reviewed logs and found evidence that the receivers xtr01 and xtr03 unexpectedly lost power on (B)(6) 2022. There is not enough information available in the log files to determine the exact cause of the power loss. Spacelabs healthcare has requested the receivers from the customer for further evaluation, but the devices have not been returned. Spacelabs healthcare will continue to investigate the reported event and any additional information will be submitted in accordance with 21 cfr 803.56 when available.